Event description:
It was reported by the customer that the PICC needed to be exchanged due to kinking. X-rays taken. No other information was provided. Additional information provided 03/26/2024: it was reported there was no harm to the patient other than needing a new PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the PICC needed to be exchanged due to kinking. X-rays taken. No other information was provided.